Event description:
Reportedly, during a pacemaker replacement procedure: it was not possible to insert the screwdriver in the setscrew after inserting the ventricular lead in the port and several attempts. It was decided to change the pacemaker for another which was be implanted without any problems. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Conclusion: the electrical characteristics of the returned unit are within specs. The inspection of the connector of the returned device upon reception revealed damages of the intended screwdriver slots particularly at the ventricular level and showed that the ventricular setscrew was completely unscrewed; because of these findings, one hypothesis is that the distal ventricular setscrew was unscrewed but too far and loosened and could not be reinserted properly in the terminal block. Therefore, it should be noted that: the physician's manual gives adequate directions for use in order to prevent setscrew loosening, as described in the section below. Standard operating procedure include adequate procedures in order to prevent from the risk of incorrect setscrew positioning at the end of the mfg process and after shipping as described below: at the end of the mfg process, setscrews are screwed in such a position so that the lead could be inserted without unscrewing the setscrew. To ensure that setscrews are functional and not cross-threaded when the device is shipped, ela verifies with a visual inspection that the top of the setscrew head is at the same level at the top of the terminal block. This ensures that the setscrew is fully engaged in the terminal block. In addition, some glue is applied between the setscrew head and the terminal block to avoid any movement during device shipment and storage. These different steps are part of the procedure to be applied when the connector head is mounted on the titanium case. Therefore, if the setscrew needs to be retracted, the screwdriver blade should be turned no more than 1 turn counterclockwise, otherwise, the setscrew may be disengaged. To position it correctly after disengagement might be difficult: this is the most probable explanation of the reported event.